Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found the returned lead with an insulation abrasion from 81.8 cm - 82.2 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.